Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker system triggered a lead safety switch (lss) due to low out of range pacing impedances of less than 200 ohms. A review of the device data indicated there was an impedance drop, to approximately 254 ohms, about a month ago. It was also noted there was a sudden drop in the patient's amplitude from 15 mv to 3.4 mv, and there was noise on some of the stored episodes. The noise did not result in pacing inhibition. Since the patient is not pacemaker dependent, the decision was made to continue monitoring the patient. At this time, this right ventricular (rv) lead remains in service and there were no adverse patient effects reported.